Event description:
Surgeon of the hosp reported via our sales rep that he was performing a surgery. According to his info, the trial head of the spacer trial article # (B)(4)/lot # 67530 loosened from the connecting shaft when he was measuring the cage height. He mentioned that a fragment got stuck between the vertebrae and that it was very difficult to remove it after carrying out several attempts. He noted that a prolongation of the surgery procedure was caused by this event but finally the surgery was completed successfully by inserting the implant because of the correct trial height.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.